Manufacturer narrative:
The investigation into the optical signal issue has been completed. Data analysis: imc logs confirmed the reported failure and revealed a placement signal unreliable alarm (opm signal invalid ¿ 1036) was issued on the complaint date. Rt logs showed the calculated placement signal railed to the max value of 3000 once the mc became pulsatile as the pump was positioned correctly. The snr value also slowly decreased to an abnormally low value (<150). See the attachments section for imc and rt logs. Device analysis: the console was tested thoroughly on an engineering bench. Running a known good optical pump and purge did not reproduce the failure. As received, the blue pump receptacle had contamination with a hair-line fracture or scratch which was not in the region of the optical fiber and most likely did not contribute to the failure. Once cleaned, the 5s parameters and optical power was within specification according to the fc procedure (0042-7316). However, the snr was marginal (2673) and close to the threshold of 2000. The root cause of the placement signal issues was most likely due to a defective optical bench pca. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced an optical signal issue and the console indicated the placement signal was unreliable. This aic was replaced with a new aic, which reportedly resolved the issue. There was no patient harm or injury reported.